Manufacturer narrative:
This adverse event was originally reported to spectranetics on a spectranetics lead locking device #2, however it is being clarified through this follow up report to reflect on the spectranetics lead locking device ez. The other change of note reflects on the riata lead model that was originally reported as 1590 that has been changed to model number 1591.

Event description:
Lead management case to remove a lead with externalized wires. The physician prepped the lead with an lld 2 and attempted to extract the lead with an sls ii, however, the physician was unable to advance the laser sheath and decided to abandon the lead. Upon removal of the devices the lld 2 was unable to retract so it was cut and capped inside the cardiac lead.